Manufacturer narrative:
Medical safety/clinical reviewed the event. An 85-year-old female presented with st-elevation myocardial infarction (stemi) reportedly ongoing for approximately two days prior to admission. The patient was brought to the cardiac catheterization laboratory (ccl), where a decision was made to place an impella cp via the right femoral artery due to hypotension and weak arterial pressures. Diagnostic coronary angiography revealed 100% occlusion of the right coronary artery (rca) and multiple lesions in the left anterior descending (lad) artery. A swan-ganz catheter was placed, and a pulmonary artery pulsatility index (papi) of 0.6 prompted placement of an impella rp flex via the left femoral vein for right ventricular support. Intra-procedural echocardiography identified a ventricular septal defect (vsd). The plan was to transfer the patient to the intensive care unit (ICU) for stabilization while determining the plan of care. However, during preparation for transfer, the patient acutely decompensated and became bradycardic. A code was initiated, and cardiopulmonary resuscitation (CPR) was performed without return of spontaneous circulation. The patient expired in the procedure area. The patient¿s underlying condition was the most likely contributing factor to the death of the patient (prolonged myocardial ischemic time, cardiogenic shock scai stage e secondary to acute myocardial infarction complicated by a ventricular septal defect). Correction. Complaint/patient coding was updated/corrected following medical safety/clinical review as follows: insert hemodynamic instability (e2343) and cardiac arrest (e0502). Therefore, section h6 (health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code) has been fully repopulated and should be regarded as the coding that reflects the reported event. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an 85-year-old patient with heart failure presented late after a st-elevation myocardial infarction (stemi) that occurred 2 days prior. In the cardiac catheterization laboratory, the team placed an impella cp via the right groin due to poor blood pressure. Angiography showed 100% right coronary artery (rca) occlusion and multiple left anterior descending (lad) lesions. A swan-ganz catheter showed a pulmonary artery pulsatility index (papi) of 0.6, prompting placement of a right-sided impella rp flex via the left groin. Bedside echo revealed a significant ventricular septal defect (vsd). The plan was to transfer the patient to the intensive care unit for stabilization, but the patient acutely decompensated, becoming bradycardic during transfer preparation. A code blue was initiated, CPR was performed, but the patient did not survive. Patient expired in procedure area.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hemodynamic instability, cardiac arrest, and bradycardia could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. Section d1 brand name was corrected accordingly.